Event description:
It was reported by a non-medical professional, that the patient underwent a revision back surgery to remove a dynamic stabilization device after failure of the cables.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.